Event description:
As reported by our edwards lifesciences affiliate in japan, a transfemoral transcatheter aortic valve implantation (tavi) procedure was performed. During insertion of the delivery system, some resistance was noted; however, it was within the normal range, and no abnormalities were observed in the hemostasis valve. After deployment of the sapien 3 ultra resilia (s3ur) valve, bleeding from the hemostasis valve was observed when the delivery system was withdrawn from the patient's body, and damage to the hemostasis valve was confirmed. Due to significant blood loss and a decrease in blood pressure from the 100 mmhg range to the 70 mmhg range, two additional units of red blood cells were transfused. The patient's blood pressure subsequently stabilized. Measurement of the transvalvular pressure gradient was abandoned, the esheath+ was removed, and the tavi procedure was concluded. A contrast-enhanced CT scan will be performed, and further treatment will be considered based on the findings.

Manufacturer narrative:
The investigation is ongoing.